Manufacturer narrative:
(B)(4). Device not returned. The lot number of the incident product code was not provided to the analysis site; therefore visual/functional product evaluation could not be performed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During closure, the suture broke. There were no adverse patient consequences reported.